Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level ranged from 112-115 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.